Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure in the rectosigmoid on an unknown date. According to the complainant, the colonic stent was placed to relieve a large bowel obstruction due to a malignant stricture prior to colectomy. During the procedure, the stent was implanted successfully and did not have any issues. Post procedure (exact date not given), an ulcer was confirmed at the distal side of the stent. The stent was removed as part of the colectomy procedure. No other intervention was performed to address the ulcer. In the physician¿s assessment, the ulcer was caused by contact between the stent and the intestinal tract. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.